Event description:
The customer contact reported the device powered off by itself with no device alarm. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of omegaven. No specific programming parameters were provided. The customer contact reported the medication was to infuse for a duration of 12 hours. On (B)(6) 2010 at 1800, the delivery was started. At 2145, the patient's mother notified the pharmacy that the device display was black and the delivery had stopped. At that time, the mother reported there was no device alarm and the device would not power on using ac or dc power. The device was removed from clinical service. On (B)(6) 2010 at 0900, therapy was resumed with a replacement device. There were no reported adverse patient effects and reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).